Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump(iabp) unit will not respond to ac power when plugged in. Electrical battery not charge mechanical -ac cord not retract/extend. There was no patient involved.